Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an ultrasound biopsy of the kidney, the device did not collect and tissue samples on three attempts. The doctor switched to a different biopsy gun and two cores were immediately obtained. The procedure was successfully completed. No reported patient injury associated with the event.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and three similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.